Event description:
The customer reported that while the unit was in use on a patient, the unit generated an alarm and gave "electrical code# 52". The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
One of the pump assemblies was damaged. The company representative observed that after power up, the unit shutdown and gave electrical code 50 (motor speed out of specification) and 51 (adjusted motor speed out of specification), he confirmed code 52 (drive transducer offset failure) also. The company representative replaced the motor controller board. The unit was tested to factory specification. It functioned normally and was returned to the customer.